Event description:
It was reported that the device¿s sleep/wake button did not consistently activate the screen, leading the user to tap repeatedly and check blood glucose on a phone; the issue was attributed to not holding the button for a full second until the haptic buzz. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no alarms, and no hospitalization. Investigation included technical support troubleshooting and user education on proper button activation. Investigation of this case revealed normal device function with user technique identified as the source of the difficulty in waking the screen. It was concluded, based on previously established findings for similar reports, that the cause was use error due to improper button press duration.